Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's pump exchange was reported under MFR # 2916596-2019-05385. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that in (B)(6) 2019, the patient developed worsening drainage and erythema despite chronic antibiotics, the patient¿s wound was cultured on (B)(6) 2019 and found to be positive and infected with pseudomonas aeruginosa. The patient was resistant to most oral antibiotics. Switched antibiotics and another culture was taken on (B)(6) 2019 which continued to show pseudomonas. Due to driveline infection being resistant to most antibiotics /oral therapies, the patient was admitted on (B)(6) 2019 for a pump exchange that took place on (B)(6) 2019. No additional information provided.